Manufacturer narrative:
On 28-dec-2016, a field service engineer (fse) visited the customer site and replaced the pick-up assembly, checked alignments, all with acceptable results. He performed the "test 1" diagnostic several times with no errors. He also replaced the incubator cover, because the foam was coming off in various places. Afterwards, he ran troponin quality controls obtaining all values within range, with no errors occurring during the run. The instrument was performing as intended, therefore no further action were required by field service. The most probable cause of the reported event was due to a pick-up mechanism assembly. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) -2016, a customer reported intermittent pick-up failures with their aia-600-ii analyzer. No additional information was provided. The customer was unable to run beta-hcg and ck-mb patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg and ck-mb patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.